Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An osvii was implanted on (B)(6) 2012 and explanted on (B)(6) 2012. The pt's post-operative CT scans (the following morning) of the brain and abdomen verify good ventricular and peritoneal placement of the catheters. There was no change in ventriculomegaly. Later that evening, a repeat CT of the brain was performed because the pt's glasgow coma scale continued to decline. This CT showed increased dilation of the ventricles. She was then taken to the operating room for explantation and insertion of an external ventriculostomy.